Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-sep-2016, fse visited the customer to address the reported event. During servicing, fse found ghost trays and trays that were not being read at all. They performed alignment on the reagent cup tray barcode reader and adjusted the x, y, and z for the barcode reader. There were no further ghost trays and the sorter was reading all trays and the number of cups correctly. The customer ran quality control and patient samples without any issue. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was misaligned barcode reader for test cup trays.

Event description:
On (B)(6) 2016, the customer reported that the sorter was not reading test cups trays correctly on their aia-2000st. The customer was unable to run parathyroid hormone (pth) and follicle stimulating hormone (fsh) patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) and follicule stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.